Manufacturer narrative:
Follow-up # 1 (02/15/2013)-device evaluation: the meter and control solution involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 and (B)(4) 2013 respectively with the following findings: the meter passed all testing with no faults found. The complaint was also not confirmed with control solution but a secondary issue unrelated to the complaint was found. The control solution was found to have glucose content above specifications. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate low results with the control solution when compared to the test strip vial. This complaint is being reported because the reported was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.